Event description:
A customer reported a high readings issue with the adc freestyle libre; having received unspecified high sensor scan results. The customer further reported that she experienced ¿hypoglycemia shock¿ and subsequently lost consciousness. She was transported to a hospital where an unspecified laboratory result was received. Customer was treated with a glucose infusion.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Observed sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification.

Event description:
A customer reported a high readings issue with the adc freestyle libre; having received unspecified high sensor scan results. The customer further reported that she experienced ¿hypoglycemia shock¿ and subsequently lost consciousness. She was transported to a hospital where an unspecified laboratory result was received. Customer was treated with a glucose infusion.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader is required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre; having received unspecified high sensor scan results. The customer further reported that she experienced ¿hypoglycemia shock¿ and subsequently lost consciousness. She was transported to a hospital where an unspecified laboratory result was received. Customer was treated with a glucose infusion.